Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm on cardiosave pump during use. They state this is the first occurrence of the alarm today, but they think it may have occurred overnight. They are not in the room at the time of the call and cannot identify the iab being utilized. Esp personnel reviewed verifying no visualize signs of blood in the helium tubing, connections are secure, using the iab fill and start keys to resume therapy. They state they have done all those things and would just like to discuss why the alarm might occur. Esp personnel reviewed probable clinical scenarios with them. They are appreciative of the discussion and information shared. They did not participate in gathering information for product surveillance; however, esp personnel was able to obtain the cardiosave. No harm or injury to the patient was reported.